Event description:
The customer reported the system displayed an x-ray disabled error message and thereby failed to produce fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The lemo receptacle and interconnect cable were replaced. The system was then found to be operating as intended.